Manufacturer narrative:
The customer failed to respond to follow-up attempts. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev p transformer has not been determined at this time. It is currently being investigated under ir (B)(4).

Event description:
The customer reported to medela customer service on (B)(6) 2016, that the transformer housing for her pump in style breast pump had melted, exposing the inner circuitry, indicating a breach.